Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle did not retract while performing the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #8075731 regarding (B)(4). DHR review was performed on sub assembly lot number 7305660; the lot number was built on afa line 10 from (B)(6) 2017 thru (B)(6) 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter needle did not retract while performing the puncture. There was no report of exposure, injury, or medical intervention.